Event description:
It was reported to boston scientific corporation that a resolution clip was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was difficult to deploy from the catheter. Eventually, the tip of the clip detached. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to deploy from catheter.